Event description:
Mayfield skull clamp slipped resulting in pt injury. Add'l clinical info requested from reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been initiated based upon the reported info.